Event description:
Updated summary: it was reported to medtronic minimed that the customer's mobile app was connected to the pump, no connection issue and carelink connect app was no longer connected to the customer. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting was not performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. A product return is not applicable for non-physical device unk_fotasoftware.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-6102 to unk_fotasoftware). 3. Section d4 - updated model number and catalog number (model change from mmt-6102 to unk_fotasoftware). 4. Section h6 - updated FDA code to 3283 for no communication-between mobile app & carelink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was not connected to the minimed mobile device and carepartner application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was not performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.